Event description:
It was reported that during a procedure to treat a de novo lesion in the left external iliac artery with 80% stenosis, a contralateral approach was going to be used by delivering a 9x60x135 absolute pro self expanding stent system (sess) over a non-abbott guide wire. While examining the 9x60x135 absolute pro sess right after opening the pouch, prior to insertion through the sheath, a kink was noted in the stent holder area (distal shaft). Reportedly, the physician was not sure if the stent was damaged or not so the 9x60x135 absolute pro sess was advanced over the wire to see if the sess would track properly. Under fluoroscopy, the sess was advanced through the sheath and it was noted that the stent kinked even more so the sess was withdrawn. There was no exposure of the stent implant, it remained completely covered. Reportedly, percutaneous transluminal angioplasty was performed and the lesion was left with 40% residual stenosis and the physician decided that the result of the angioplasty was satisfactory. There is no procedure scheduled to fully treat the target lesion. The puncture site was successfully closed with a starclose se. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. This is being filed based on analysis of the returned device on (B)(4) 2012, which revealed that the stent implant was partially deployed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after damage. Evaluation summary: the device was returned for analysis. The kink was unable to be confirmed; however, the distal sheath was wrinkled which is likely the damage reported by the account. Additionally, the stent was noted to be partially deployed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro peripheral self expanding stent system instructions for use states: inspect all product prior to use. Do not use if the package is opened or damaged, or if the product is damaged. Avoid unnecessary handling, which may kink or damage the delivery system. Based on the reviewed information, no product deficiency was identified.